Manufacturer narrative:
Failure analysis for fiber 0010-2400-446a-(B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 5,676 joules of use and 1:18 minutes, fiber broke inside the sheath, not inside the patient. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and it was noted that, at 171,585 joules of use and 26:8 minutes, metal cap upset; tip broke away and not recovered. The procedure was completed with "classic resection". No injury to the patient reported. This report is for first fiber.

Manufacturer narrative:
(B)(4).